Manufacturer narrative:
The patient underwent an ipg replacement surgery. The explanted ipg passed visual and photographic imaging. Internal visual inspection revealed a broken solder connection between the ribbon cable and printed circuit board assembly (pcba) at locations rfant1 and rfant2. Rfant1 and rfant2 are the connections to the antenna located in the ipg header. Further analysis could not be continued due to communication failure.

Event description:
A report was received that the pt is having trouble charging their implant. A field clinical engineer reviewed the pt's ipg and recommended that the ipg needs to be replaced. The physician has decided to replace the pt's ipg.

Event description:
A report was received that the patient is having trouble charging their implant. A field clinical engineer reviewed the patient's ipg and recommended that the ipg needs to be replaced. The physician has decided to replace the patient's ipg.